Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is(B)(4) . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for sepsis on (B)(6) 2019. Patient had a fever, shortness of breath, respiratory failure, pneumonia and new onset diabetes mellitus. Patient was given steroids while admitted to the hospital. Diabetes mellitus educator met with the patient on (B)(6) 2019 to discuss home insulin and blood glucose testing. Patient was weaned off of oxygen and discharged on (B)(6) 2019. No further information was provided.

Event description:
It was reported that the patient was presented to the hospital for acute worsening shortness of breath. Patient had a cough for one week and developed orthopnea and increased abdominal distension. Patient was given IV methylprednisone, azithromycin & ceftriaxone for possible pneumonia. Bronchoscopy was done for secretion management and mucus plug. Patient's oxygenation improved and patient was able to be extubated. On (B)(6) 2019 patient was transferred for treatment of acute respiratory failure. Patient required reintubation, IV steroids, and prophylactic antibiotics. Patient was subsequently extubated. Pulmonary was consulted: high suspicion of vocal cord dysfunction causing event. It was recommended that the patient undergo laryngologist evaluation. Speech therapy reviewed commons triggers such as gerd or asthma.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be determined through this evaluation. No device-related issues were reported on the pump and review of the submitted log file data appeared to show the lvad operating as intended. It was reported that the patient was admitted for sepsis on (B)(6) 2019. The patient was found to have community acquired pneumonia with associated symptoms of fever, shortness of breath, and respiratory failure. The controller and lvad event log files submitted at the time of the reported event cumulatively contained data from on (B)(6) 2019 and appeared to show the pump operating as intended with overall stable parameters. The actual motor speed remained at or above the low speed limit without issue. In addition, the submitted controller and lvad periodic log files cumulatively contained data from on (B)(6) 2019 and appeared to show the pump operating as intended with no atypical lvad faults recorded. Information provided indicated that an antibiotics course for pneumonia and a steroid burst were completed in the hospital. The patient was on room air, weaned off oxygen, and was discharged home on (B)(6) 2019. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists infection (driveline, localized, and pump pocket or pseudo pocket) and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" (under "creating the driveline exit site") provides suggestions for the surgeon in regards to creating the tunnel for the pump cable during the implant procedure in order to minimize the risk of exit site infection. Care instructions in regards to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. In addition, this section instructs to remove all intravascular lines as soon as practical to reduce the risk of systemic infection. The heartmate 3 lvas patient handbook provides care instructions in regards to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed, including feeling feverish, tired, or unwell. Both the IFU and patient handbook include a daily safety checklist, which instructs the patient to "inspect the driveline exit site for signs of infection, including redness, tenderness, swelling, discharge, or a foul odor. Use sterile technique to touch or handle the exit site." No further information was provided. The manufacturer is closing the file on this event.